Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high/undefined right ventricular (rv) coil and superior vena cava (svc) coil impedance were observed on the rv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.